Manufacturer narrative:
The device has not been returned to solventum for analysis and no lot number was provided.; therefore, it is not possible to determine the root cause. Based on the problem description, a likely cause is a spike to tubing connection leak. Possible causes include pulling on tubing instead of holding on to the spike, excessive twisting of the spike, excessive force on the tubing when removing spike from infusion bag, or insufficient bond of tubing to spike. Spike to tubing bond failure can also be caused by over pressurization of set above 300 mmhg. Solventum will continue to monitor.

Event description:
It was reported the 3m¿ ranger¿ blood/fluid warming high flow set spike separated from the tubing when infusing the last fresh frozen plasma. The leak resulted in spraying two employees. There were no reported injuries or medical interventions required as a result of the alleged malfunction.